Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The sion black guide wire was returned for evaluation. There was a curve made by use was observed on the guide wire at approximately 50mm form the tip. At approximately 130-145mm from the tip, the core shaft was exposed and peeled polymer jacket was gathered distally to form pleats. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the tip of the stent delivery system had likely became contact with the polymer-jacketed surface of the guide wire. The tip of the stent delivery system could be temporarily deformed to scrape the wire surface likely due to tortuous anatomy or lesion condition. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects]. Abrasion of the guide wire coating.

Event description:
It was reported that the polymer jacket of an asahi sion black guide wire peeled during a percutaneous coronary intervention (pci) to treat a significantly tortuous, heavily calcified 90-99% stenosis in the #4 segment of the right coronary artery (rca). After the guide wire crossed the lesion, pre and post dilatation was performed. Stent delivery failed due to strong resistance. When the stent as removed with the guide wire, peeling of the polymer jacket on the guide wire was noted. No additional action was taken against the peeled polymer jacket. A new sion black guide wire was replaced to resume the procedure. The pci was successfully completed with reestablished blood flow achieved by stenting. There were no adverse patient effects associated with this event.